Event description:
During a follow-up, increased capture threshold was observed on the right atrial (ra) lead. An x-ray was performed and dislodgement of the ra lead was confirmed. While attempting to reposition the ra lead, the helix was unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of increased in capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix extended. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination showed that the helix was found bent and the inner coil at the connector region was overtorqued consistent with procedural damage. The helix mechanism/extension length test was not performed due to the helix was bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was due to the overtorqued inner coil at the connector region and the helix being bent consistent with procedural damage.